Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all self expanding stent delivery systems are inspected for damage during the manufacturing process. A review of the finished device lot history records did not reveal any non-conforming material records for this lot and there have been no other incidents reported for this lot. Without having the device to examine, a conclusive cause could not be determined; however, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that upon removing the device from the packaging, the xpert stent was observed to be partially deployed. The device was not used on the patient. Another xpert stent was used successfully on the patient. There was no clinically significant delay in the procedure. There was no patient involvement. No additional information was provided.